Event description:
It was reported to philips that the treatment implementation test failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the device was failing self-tests. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the therapy capacitor, which was replaced. The device was returned to full functionality and remains at the customer' site. No further action is warranted at this time.